Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial with clear residue on the lens. Visual inspection found the haptic torn and residue on the lens. (B)(4).

Manufacturer narrative:
Additional data: the reporter indicated that the surgeon implanted a 12.1mm, vicmo12.6, -10.50 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a longer length lens due to low vault. It was reported that this exchange resolved the problem. Model #: vicmo13.2 to vicmo12.6 serial #: (B)(4). Expiration date: (B)(6) 2020 to (B)(6) 2020 device manufacture date: (B)(6) 2017 to (B)(6) 2017 corrected data: date of event: (B)(6) 2018 to (B)(6) 2018 date of this report: (B)(6) 2018 to (B)(6) 2018 claim# (B)(4).

Manufacturer narrative:
Corrected data: lens length corrected to: "12.6mm" in the supplemental MDR#1 claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vicmo13.2, -10.50 diopter implantable collamer lens into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for the same model, diopter ,and length. It was reported that this exchange resolved the problem.